Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the pt line of the homechoice set from hp's transfer set, without pausing treatment. When hp came back to the setup, the homechoice machine was alarming. In response to this alarm, hp reconnected the transfer set to the pt line of the homechoice set and attempted to resume therapy. Tsc assisted hp in ending treatment early. Per rn, no pt injury or medical intervention was associated with this incident.